Event description:
On (B) (6) 2010, the patient was implanted with an scs system. The patient's percutaneous leads pulled out of ports on the ipg headers therefore, there was no stimulation. The doctor tried to reconnect the existing leads, but could not fully insert a lead into the bottom ipg header. The doctor did not have authorization to replace the ipg, so the incision was closed. Four days later, both leads had pulled out of the ipg headers. On (B) (6) 2010, the doctor replaced the ipg, kept the patient's existing leads, and the patient regained stimulation again.

Manufacturer narrative:
Results: the device history and sterilization records reviewed were found to meet specifications. Conclusion: after removal of the electrode from the port, both header ports were tested for lead pull out and both ports on the ipg performed within specification. Ans has limited information related to the patient's medical history and is unable to form an opinion to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.